Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of basal insulin. The patient experienced elevated blood glucose levels as high as 450 mg/dl. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The delivery accuracy, occlusion detection limits and device alarm functions were tested successfully on the diagnostic test system and the results were within the product specifications. The investigations of the pump showed that battery acid had leaked out of the battery. The leaky battery did not yet influence the insulin pump functions other than contamination of the battery compartment and the battery cover.